Event description:
The ICD was explanted and returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis could not confirm the field observations. This device met all specifications and experienced normal battery depletion.

Manufacturer narrative:
The ICD was reprogrammed no change therapy delivery in order to prevent any further inappropriate shocks and remains implanted. The patient will undergo a future revision in order to upgrade to a dual chamber device. No additional information is available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) went to the hospital after receiving multiple shocks. Interrogation of the device found that the patient received the shocks due to experiencing a slow ventricular tachycardia (vt) that resulted from an atrial arrhythmia that was conducting into the ventricle. The ICD delivered all programmed anti-tachycardia pacing (atp) and shocks until therapy was exhausted but it did not result in termination of the vt. The patient experienced no adverse effects or symptoms during this episode.